Event description:
It was reported that the customer passed away due to diabetes complications. The customer went into cardiac arrest. The customer was wearing the insulin pump at the time of death, and her blood glucose reading was 246 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.